Manufacturer narrative:
This instrument has been investigated. On 6-18-2014, an ocd field engineer (fe) arrived at the customer site to investigate the issue. Fe checked the card and card picture, he confirmed a weakly positive result for both. Fe cleaned optics, checked gripper fine adjustment, performed all reader camera adjustments and generated a new reference image. Repairs have returned this instrument to expected operation.

Event description:
The customer reported that the provue issued a negative result with cell I of the selectogen cells to a visually weakly positive result. No erroneous results were reported to the clinician. (B)(4).